Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and the display was not working properly, affecting insulin delivery decisions and blood glucose management; the device component implicated was the touchscreen and the problem involved physical fracture, after which the patient transitioned to subcutaneous insulin via pen and continued cgm use. Symptoms included hyperglycemia with a reported blood glucose of 300 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.